Event description:
A greenfield filter was implanted on (B)(6) 2010. On (B)(6) 2014, it was noted that the filter was tilted. No patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On (B)(6) 2014, it was noted that the filter was tilted. No patient complications were reported. It was further reported that on (B)(6) 2010 that patient presented with recurrent deep vein thrombosis, inability to anticoagulated. The patient underwent the insertion of a greenfield filter. The filter was placed to the level of l3 and there was good flow observed under fluoroscopy. The patient tolerated the procedure with difficulty and was taken to recovery in satisfactory condition. On (B)(6) 2014 the patient was being evaluated for pain in her lumbar spine and it was observed that the previously placed greenfield filter. The tip of the filter was projecting at the mid l2 level. On (B)(6) 2017 the patient received a CT scan of the abdomen without contrast. It was observed that the filter demonstrated with the cephalad tip was approximately 1.8cm inferior to the lowest renal vein. There is anterior tilt of the ivc filter with the cephalad apex abutting to the anterior wall of the ivc. The filter struts do not definitely extend beyond the confines of the inferior vena cava as a clear at plane cannot be demonstrated between the strut and the inferior vena cava, there is no evidence of strut fracture or significant bend. There is no evidence of inferior vena cava stenosis.